Event description:
Handle lock/unlock latch on mics handpiece flew off during bone prep. Case type: tka.

Manufacturer narrative:
Reported issue: handle lock/unlock latch on mics handpiece flew off during bone prep. Case type: tka. Product inspection: mics-209063, sn# (B)(6), RMA#284687, lot 42011016. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual pivot handle. Pivot handle lock is broken off the mics. Disposition: rtv. Inspected by: (B)(6) . Device history review: device history records indicate (B)(4) were manufactured under lot k08kv and 23 devices were accepted into final stock on 11/15/2016. A review of qt16-11-0041 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42011016 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required.¿ if additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle lock/unlock latch on mics handpiece flew off during bone prep. Case type: tka.